Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular lead exhibited a sharp change in pacing lead impedance measurement from 600 ohms to 425 ohms along with increased pacing thresholds, oversensing and loss of capture. Current pli measurement was 492 ohms. Subsequently, chest x-ray was performed and revealed that this lead had dislodged. This rv lead was explanted and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The deformations of the inner coil were caused most likely during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular, the values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.